Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. The product was discarded by the facility location.

Event description:
It was reported by a company representative that during a mandible fracture procedure the head of a screw broke off from the screw body during torque/tightening. The head part of the screw that broke off was discarded by the scrub tech, and the remaining part of the screw body was left in the patient. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported with this event.